Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Unit was evaluated and startup was interrupted by error 200 ref 52. The problem was caused by a loose cpu board, and was repaired by reseating the cpu board in its slot. The customer complaint of error 600 ref 28 was found in the error log, but is actually an instrument-related issue. The scratched top plate and missing dust cover were replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this serialized device. No further corrective or preventative actions are required at this time, as the device has been repaired, and no complaint trends were identified in relation to this serial number device and the reported failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during setup the vapr vue generator displayed a fault code stating it cannot reset and needs replacement. The surgery was completed with a non-depuy mitek product. There was no surgical delay or patient harm. This is report 1 of 1 for (B)(4).